Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and a correction to follow up no. 1, the aware date for follow up no. 1 is 12/4/17. The actual device was returned for evaluation. The device was returned with the polyfoil pouch, device tray, hemostatic sheath, and arteriotomy locator. The bypass tube was not returned. The returned components were subjected to visual analysis. There was no blood like substance on any of the returned components. The anchor was fully exposed with no presence of the bypass tube visible. The hemostatic sheath was not mated with the deployment sleeve and the deployment sleeve was in the forward lock position. The polyfoil pouch was fully opened. The IFU states "under strict sterile conditions and using a sterile field, remove the angioseal device contents from the foil package taking care to pull foil part completely before removing the angioseal device." The complaint could be confirmed for device component dislodged/ displaced. The returned polyfoil pouch indicates that the pouch was fully opened. No conclusion can be drawn at this time as to the cause of the dislodged bypass tube. The bypass tube has been known to be come dislodged due to mishandling of the device and improper opening of the polyfoil pouch. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date and additional information to the a section: patient information. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal poly-foil pouch was opened, the bypass tube was already exposed. The device was not used and another angio-seal device was used to achieve hemostasis. It was reported that it was possible that the pouch was not on a flat surface when the pouch was unpacked. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 8 fr. The was no health damage to the patient. Hemostasis was successfully achieved by the second device.